Event description:
Customer alleged blood glucose results of 198 mg/dl on the advantage/voicemate system compared to 96 mg/dl when testing was performed back-to-back on a professional meter. Customer reported having no symptoms and did not treat or act on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.